Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other similar complaints reported in the lot number. Add'l info was requested on 03/07/2011 and 03/08/2011 by phone, fax and mail. Add'l info was rec'd on 03/07/2011 by phone. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different type lens. In a f/u with the materials manager, it was reported that the surgeon implanted the initial model in an attempt to correct the pt's irregular astigmatism secondary to a corneal transplant performed in the past. Following the initial implant, the pt reported decrease visual function due to dysphotopsia. The surgeon does not blame the iol for the event, as this was an off label usage of the device. Add'l info has been requested.